Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k: this report is for an unknown 3.5mm cortex screw(s). Part and lot numbers are unknown; UDI number is unknown. 510k is not available device is not expected to return for investigation patient code is for revision surgery due to patient's complaint of coldness around the area of the implants without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent original surgery for treatment of a proximal tibial fracture on (B)(6) 2016. Post-operatively, patient complained that when the weather changes,her feet would feel very cold about the implant site. On (B)(6) 2018, patient underwent hardware removal surgery and the following devices fourteen (14) were removed - one (1) proximal tibia plate, one (1) locking compression tubular plate, one (1) 8 holes locking compression plate, two (2) 4.5 mm cortex screws, four (4) 5.0 mm locking screws and five (5) 3.5 mm cortex screws .there was no reported malfunctions associated with any of the devices. All of the devices were removed easily and the patient is reported to be in stable condition. The hardware removal surgery was completed without any reported delay. This is report 6 of 6 for (B)(4). This report is for unknown 3.5 mm cortex screw (s).